Event description:
The customer obtained falsely elevated phyt results from a single patient sample using vitros phyt slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The biased results were reported, however, there were no allegations of harm. A corrected report was issued. (B) (4).

Manufacturer narrative:
The investigation found no evidence to suggest that either the vitros 5,1 or the vitros phyt slides malfunctioned. The investigation determined that the elevated patient result was flagged by the analyzer and had an associated condition code that the operator did not respond to appropriately. The vitros 5,1 fs vdocs (operator's manual) provides information on how to interpret the analyzer flags and codes. The root cause of the falsely elevated phyt patient result was user error as the operator incorrectly interpreted the analyzer flags and codes as indicating a phyt result above the analyzer's reportable range, when in fact, the results were below the reportable range. The lab supervisor has reviewed this event with the operators to avoid additional misinterpretation.